Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the pink shield fell off thus resulting in a safety shield issue. Customer problem (B)(6) pink shield fell off. (B)(6) pink shield fell off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure, which caused a dirty needlestick injury. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the pink shield fell off thus resulting in a safety shield issue. Customer problem 368650 pink shield fell off sm 368650 pink shield fell off.-did the shield falling off result in a needle stick injury? Yes. -if so, was the facility's protocol followed for needle stick injuries? Yes ".

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem. It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure, which caused a dirty needlestick injury. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the pink shield fell off thus resulting in a safety shield issue. Customer problem 368650 pink shield fell off sm 368650 pink shield fell off.-did the shield falling off result in a needle stick injury? Yes -if so, was the facility's protocol followed for needle stick injuries? Yes ". H.6. Investigation summary: "material #: 368650. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.